Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted blood in/on the helix/lobe mechanism.

Event description:
At implant attempt the physician had difficulty deploying the helix. He had to turn at least 40 times to try and deploy the helix. The lead was not used. There were no patient complications reported as a result of this event.